Manufacturer narrative:
Batch review performed on 26.feb.2021: lot 2002611: (B)(4) items manufactured and released on 29-jun-2020. Expiration date: 2025-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Hold for kp 3.16.21 the patient came in 1 month after the primary surgery reporting pain and discomfort due to a leg length discrepancy. The surgeon revised the 36mm biolox delta head m with a 36mm cocr head xxl. The surgery was completed successfully.